Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 490 mg/dl at the time of incident. Customer did not mention any symptoms. Customer treated with insulin pump and manual injection. It was not mentioned if the auto mode was active at the time of the incident. Customer declined for troubleshooting. The product will not be returned for analysis.